Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. Unable to perform displacement test, operating currents, selftest and off no power due to no button response. Unable to verify low reservoir alarm and low battery alarm due to no button response. The device was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.